Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate on 15-jul-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessement utilizing the company's new device reporting tree - (B)(4). This case involves a female patient who developed an infected hematoma after treatment with poly-l-lactic (scupltra). The patient received antibiotics and the hematoma resorbed. The patient no longer has signs of the poly-l-lactic acid treatment and her condition is fine. Relevant medical history and concomitant medication information is unknown. Action taken: unknown.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.